Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump shut off unexpectedly, that the battery was depleting quickly, that the battery gauge was fluctuating and that unspecified battery issues occurred. Customer declined to troubleshoot the issue with tandem technical support; therefore the allegation could not be confirmed.